Manufacturer narrative:
Concomitant medical products: product ID: 37602, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 64001, lot# n475381, implanted: (B)(6) 2015, product type: adapter. Product ID: 3387s-40, lot# v700663, implanted: (B)(6) 2011, product type: lead. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 3387s-40, lot# v727699, implanted: (B)(6) 2011, product type: lead. Product ID: 3550-05, lot# n293450, implanted: (B)(6) 2011, product type: accessory. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. (B)(4).

Event description:
The consumer reported that she had a loss of therapy; her "hand did not want to hold anything" and she had a loss of stimulation in the afternoon on (B)(6) 2015. She noticed her hand did not "feel right" and there were no circumstances that led to the issue. She checked her implantable neurostimulator (ins) with the programmer and it was found off. Turning the ins back on resolved the issue and it had not happened since. Refer to manufacturing report #3004209178-2015-14489 as the patient had two inss and it was not specified which one had turned off.